Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a revision knee arthroplasty surgery due to infection.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records were reviewed for deviations and/or anomalies with no issues noted. This device is used for treatment. A complaint history search for this item and lot combination shows no additional reports of this nature received. No operative notes or any other medical records were provided. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Therefore, a root cause for this event cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.